Event description:
Baxter global pharmacovigilance (gpv) contacted corporate product surveillance via email on (B)(4) 2013 to relay report received from a renal home patient's (hp) registered nurse (rn) that stated on (B)(6) 2012, the patient's transfer set fell off. The transfer set was due to be changed that same week. Solution had leaked out of the transfer set. The rn stated that the hp then immediately clamped her catheter and drove to the clinic. A new transfer set was put on and the hp received antibiotic treatment as a precautionary. An effluent culture was performed after one treatment and it showed no growth. No other adverse events were experienced and no treatment was necessary or rendered due to exposure to solution to her lower abdomen and legs. There was no patient injury or other medical intervention indicated at the time of the initial report. There was patient involvement. The home patient's (hp) registered nurse (rn) left a voicemail for product surveillance on (B)(4) 2013 and stated that the transfer set that had fallen off was discarded and the subsequent transfer set has stayed on. The hp is continuing therapy with no problems. The rn did not have any lot numbers to provide. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. This complaint was not confirmed due to lack of sample available for evaluation. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. Should additional information become available a follow-up report will be filed.